Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery would not charge as it was plugged into a personal computer. The pump began to charge after the customer plugged it into a wall adapter. No impact to the customer's blood glucose.